Event description:
It was reported that during a peripheral stenting treatment procedure stent damage occurred. It is unknown at what point in the procedure the stent damage occurred. However, the procedure was completed with another of the same device. There were no reported patient complications and the patient condition was stable. This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: visual examination of the device revealed that the stent strut on the first row at the proximal end of the stent had been lifted up. The stent was crimped on the balloon in the correct location. The balloon was folded and wrapped around the shaft. All stent profile measurements were within specification except the measurement taken at the proximal end of the stent, which was reading slightly higher due to the stent strut having been lifted up. The device was passed over a 0.035" guidewire with no restriction noted. No other issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during a peripheral stenting treatment procedure stent damage occurred. It is unknown at what point in the procedure the stent damage occurred. However, the procedure was completed with another of the same device. There were no reported patient complications and the patient condition was stable. This product is only ous approved but it is similar to an approved us device.